Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to trunnionosis.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Revision surgery due to trunnionosis.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.